Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units video board was replaced.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) confirmed error code 118 in logs and per customers request replaced video pcb & 5k pm parts , additional parts coiled cable fa were provided no charge . Performed full passing functional checkout unit returned to clinical use.